Event description:
Experienced phleb. Removing hemogard closure was cut by glass cracked under closure. Tube was filled with patients blood and had gone through centrifuging. Baseline testing given to phleb. No medical treatment, cut butterflied bandaged.